Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the patient had a high body mass index (bmi) and it was noted they had hard sclerotic bone. Hypertrophic pedicles were used. Screws were planned assuming that facet debulking was going to occur but facet debulking did not occur. The patient was very large and was very mobile on the table reportedly. This, coupled with the very large facet joints and very hard bone, created significant opportunity for misplaced screws. The surgeon had planned to reduce the size of the facet joints with the medtronic navigation burr prior to screw insertion, but it was noted this did not happen. Several screws could not be disengaged from the screwdriver following insertion. The surgeon was advised that this was a likely indication of skive. Surgical technique for "midas for mazor" was not followed. The "midas" was inserted with such speed and force to cause the motor to stall with the dissecting tool in the pedicle. The motor could not be restarted. The "midas" was disassembled in position to leave just the dissecting tool in the pedicle (while still through the arm guide). It was then removed with an artery forceps from the bone. The right l5 screw was found to be loose during rod insertion. It was removed and a medtronic imaging scan was performed. The right l4 screw was also found to be lateral. It was removed. Several attempts were made freehand with the stealth midas to create new pathways down the l4 and l5 pedicles before robotic guidance was used again for this purpose. Screws were placed in right l4 and right l5 and another scan was performed. The right l4 screw was seen to be again lateral (presumably from the original inaccurate trajectory). It was removed and the construct was finalized with 7 screws. There was no known impact to patient's outcome and surgical delay was reported as more than one-hour. Additional information received from a manufacturer representative indicated that the procedure being performed was a l2-l5 mis tlif and the amount of deviation was unknown.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative indicated that the patient was ¿fine, good, gone home¿.